Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure with the pulseselect(tm) device, a patient experienced bradycardia requiring pacing in the right ventricular lead during ablation of the left superior pulmonary vein. Subsequently, the patient had an episode of ventricular fibrillation, which appeared to have been caused by an r on t phenomenon from pacing in the right ventricular lead in asynchronous mode. Electrical cardioversion with a 200 j shock was administered to restore sinus rhythm, and the patient made an immediate recovery. The case outcome is unknown. No further patient complications have been reported as a result of this event.